Event description:
During follow-up, the device was interrogated and oversensing episodes were noted due to noise on the right ventricular lead. The noise was inappropriately detected as ventricular fibrillation resulting in atp therapy. The lead was capped during an unrelated procedure to resolve the issue. The patient was in stable condition.